Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, explanted: (B)(6) 2014, product type catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# 203277348, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis of the catheter found indents and circular coring in the bottom of the cup of the sc connector, which was consistent with the inner diameter of the tip of the outlet port of the pump. Pressure testing showed the sc connector to be leaking, most likely due to the coring that was observed. Also, there was a slight cut to the white silicone boot of the connector. It was noted the cut of the material was most likely related to explant damage.

Event description:
It was reported that there was an ascendra catheter issue of leakage at the connector site/connector pin. It was noted the pump was to be replaced, and the physician could physically see a leakage from the connection to the pump. It was noted the leakage also occurred after switching pumps, and therefore the connector part was replaced. The patient status at the time of the report was alive no injury. The patient symptoms had included increased spasticity. The catheter was explanted and replaced. The pump was being used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that over the ¿last months¿, the patient had increased the dose due to increased spasticity. After an abdominal operation with endoscopic ¿fundoplication¿ on (B)(6) 2014, ¿thus insufflation of the abdominal cavity¿, the patient had severely in creased spasticity. Two x-rays were performed which did not show any damage to the catheter. In (B)(6), the patient was admitted as an emergency case due to two days with fever and severe spasticity. The operation was a revision due to ¿obvious pump/catheter dysfunction¿. It was also stated it could be due to catheter breakage. After the revision the patient had good effect on their spasticity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.